Event description:
[Redacted] ICU [intensive care unit]: central line was being placed by surgeon at the bedside. Prior to insertion, guide wire from central line kit was observed bent and dysfunctional. New central line kit was obtained. Product is medline vantex central venous catheter- antimicrobial using oligon tehcnology. Guidewire 0.032'' x 60 cm. Lot # 2024082890. Manufacturer response for central venous catheter, vantex central venous catheter- antimicrobial using oligon tehcnology. Guidewire (per site reporter).